Event description:
Complainant alleged that the medics responded to a call an unwitnessed arrest of a pt, who had undergone a heart transplant in 1997. Upon the medic's arrival on scene, bystander CPR was being performed on the pt. The medics determined that the pt was presenting a pulseless electrical activity heart rhythm. The pt was intubated and an IV was established. The medics reported that the pt "went through several rhythms" and that they were able to get an occasional pulse, but that it was never long enough to get a pt heart rate or blood pressure. The pt was administered epinephrine and atrophine, as well as other medication. The pt's heart rhythm was monitored with the device in semi-automatic mode. During the course of the analysis of the pt's heart rhythm, the device gave a shock advised prompt six times, and six shocks were delivered to the pt. The first two shocks were administered at 200 joules, and the last four shocks were administered at 360 joules. The pt was transported to the hosp. The pt was pronounced at the hosp. The complainant indicated that a subsequent review of the device's ECG report for this event indicated that the device had advised shock on all six occasions to a non-shockable pt heart rhythm.